Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed the that the right ventricular (rv) lead exhibited low pacing impedance measurement. No intervention was performed. The patient had no adverse consequences.